Event description:
A customer reported that the units of measuement of their freestyle flash blood glucose monitor changed. The customer observed an error 3 and 4 message displayed on the screen. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's meter has been requested for invesstigation. A final report will be submitted if the meter is received. Customers and retailers have been informed.